Event description:
It was reported a male pt with a history of hypertension and mild obesity, underwent resection of a degenerative aneurysm of the ascending aorta and implantation of a dacron graft. Severe aortic insufficiency was noted and the aortic valve was replaced with a 23 mm biocr valve. Three months later, the pt presented with an episode of near syncope and exertional fatigue. Echocardiogram revealed severe aortic stenosis. Upon admission to the hospital, the pt underwent further evaluation, which revealed non-occlusive thrombus in the right peroneal vein, and he was placed on heparin. A decision was made to perform aortic valve replacement, and implant a mechanical valve. CT scan was preformed, and revealed an intact aorta and graft originating from the sinotubular junction, and terminating just proximal to the innominate artery. The remainder of the aorta appeared non-aneurysmal. The valve was removed and a 21mm sjm mechanical valve was implanted. The pt is reported to be recovering well.